Manufacturer narrative:
(B)(4). The analysis found that one pcee60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Batch # p55w6r. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastric bypass procedure the device locked out on its 2nd firing using a green reload. The surgeon was unable to open the jaws. It was reported that the reverse button nor swapping the battery worked and that the manual override was used, however there is no indication by looking at the device that the manual override was used. The device was removed and a like device of the same product code was used to complete the procedure. There were no patient consequences reported.